Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exception documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Medwatch (B)(4) was received stating: "patient had pericardial drain catheter removed at bedside. Upon removal, it was noted that the catheter tip was not present. CT scan confirmed the tip of the catheter was located outside the pericardium near the xiphoid. Patient had the tip surgically removed through xiphoid resection. Patient also underwent pericardial window for pericardial effusion that was unrelated to the retained catheter tip. Patient is doing well."